Manufacturer narrative:
Patient age and birthdate are unknown. Patient weight is not known. Despite requests by acist for additional information and a copy of the cine-angiograms, the user facility elected not to provide the additional information or a copy of the cine-angiograms. Should this information become available at a future date, acist will submit a follow-up report to FDA. The consumables used during the event were discarded and the lot numbers are not known. A review of the device history record of the cvi injector serial number (B)(4) found no evidence of a device malfunction related to the reported event. This report is closed.

Event description:
During a left heart catheterization, a perforation was noted during the angiogram of the left ventricle. The patient was in stable condition and a coronary intervention was done with administration of angiomax. The patient had blood pressure issues in recovery and an echocardiogram and pericardiocentesis were completed.